Event description:
It was reported by the patient that all the lights were flashing on the previously working remote monitor even after disconnecting and reconnecting the power cord. The patient was returning the monitor. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that all the lights are flashing on the previously working remote monitor even after disconnecting and reconnecting the power cord. The patient is returning the monitor. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Event description:
It was reported by the patient that all the lights are flashing on the previously working remote monitor even after disconnecting and reconnecting the power cord. The patient is returning the monitor. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found liquid ingress on the printed circuit board assembly. Due to this condition the monitor was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.